Manufacturer narrative:
Additional information received indicated that there were no plans for intervention at this time. The patient planned to be monitored remotely. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) reviewed device data which indicated the shock impedance at implant was 62 ohms. In 2017, the shock lead impedance gradually increased to 110 ohms and increased to approximately 130 ohms in (B)(6) 2018. Episode review were clear of any artifacts, however small myopotential noise was noted on the shock channel. Ts discussed delivering a max energy synchronized shock to obtain a delivered shock impedance value. Additional testing was also recommended by performing aggressive maneuvers to evaluate the stability of the impedances.